Event description:
A report was received that following arrival of the patient at the hospital, for unknown reason, the patient was intubated using the listed tube. Immediately upon intubation, the cuff was found to be leaking. The patient's oxygen saturation level was noted to decrease slightly before an emergent exchange of the tracheostomy tube was performed. Patient's mother noted some trauma to the patient's trachea and stoma following the event. Patient required administration of oxygen and pain medication. No permanent adverse effects to patient have been reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.